Event description:
Medtronic received a report that when the stent was deployed during the surgery, the protective cuff (little wing) at the tip of the stent could not be opened. Tried repeatedly and still could not open. Then the surgeon withdrew the stent and catheter out of the body at the same time. It was found that the protective cuff was stuck on the tip of the catheter. The tip of the catheter was slightly deformed. To ensure the safety of the patient, the surgeon decided to replace the stent and catheter. The surgery was successfully completed after the replacement.  The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU.. The patient was undergoing surgery for treatment of a saccular, unruptured posterior communicating artery aneurysm with a max diameter of 6mm and a 7mm neck diameter. The landing zone was 3.8mm at the distal end and 4.0mm at the proximal end. It was noted the patient's vessel tortuosity was normal. The access vessel was the femoral artery with 6mm diameter. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure was after replacing the stent, blood stagnated in the aneurysm, the blood vessel was normal. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that resistance occurred in the catheter tip. There was no damage to the pipeline pushwire or catheter observed. The pipeline's distal protection sleeve did not open. The pipeline had not been placed in a vessel bend when it failed to open. There were additional steps or other devices attempted to open the pipeline which included attempting recycling and pushing and pulling to open pipeline.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis #288279133: equipment used: video inspection system (m-78210), ruler 200cm (m-83361); drawing(s) referenced: fa-55xxx-xxxx rev. Q: as found condition: the pipeline flex embolization device and marksman catheter were returned within shipping box; and within a sealed plastic bio-pouch. The pipeline flex was returned outside the marksman catheter. The pipeline flex embolization device was returned outside the marksman catheter. Damage location details: no bent or kink was found with the pusher. The hypotube was found to be stretched. In addition, the shrink tubing was found intact but pulled back from the proximal bumper. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal and proximal ends of the pipeline flex braid were found to be fully opened and moderately frayed. The total and usable lengths of the marksman catheter were measured to be within specifications. The catheter tip, marker band were examined, and no damages were found. The marksman catheter body was found to be kinked at ~5.8cm from distal tip. No flash or voids molded were observed in the hub. No other anomalies were observed. ¿ testing/analysis: the catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter hub. The mandrel successfully passed through the hub, lumen and tip with no issues; however, the resistance observed at the damaged locations. The pipeline flex braid was pushed out from catheter. ¿ conclusion: based on the analysis findings, the pipeline flex was not confirmed to have failure to open as the distal and proximal ends of the pipeline flex braid were found fully opened and moderately frayed and the cause for damage could not be determined. However, based on the analysis findings, the pipeline flex and marksman catheter were confirmed to have resistance during delivery. The pipeline flex and the marksman catheter were found to be damaged. From the damages seen on the catheter body (kinking), pipeline flex braid (fraying) and hypotube (stretching); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the marksman catheter against resistance. (Nikkhs2 2023-05-03) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.